Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt attended the first 3 year follow-ups and no follow-up after that due to chronic disability. The pt presented acutely with a ruptured aneurysm associated with 10 cm migration of the proximal graft. The stent grafts were explanted. The pt's condition is serious and has respiratory and renal failure; however, it is unknown whether that is related to the stent graft. The explanted stent graft was rec'd and its evaluation is pending.

Manufacturer narrative:
Lack of info (evaluation of the explanted stent graft is pending, no operative reports or films were rec'd).